Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and high sensing integrity counter (sic) resulting in withholding pacing. It was noted that the rv lead was sensing the atrial signal and had low r wave measurements. It was also noted that the rv lead was uniquely placed in the coronary sinus. Reprogramming was done, which resolved the issues and the lead remain in use. No patient complications have been reported as a result of this event.